Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had been in the hospital due to the procedure since (B)(6) 2018, they had some type of allergic reaction to the procedure and they didn¿t know if it were the pain medications or the anesthetic. The caller stated the patient had been out of it to answer questions and the doctor was taking care of them. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient¿s wife reported the patient was constipated and felt some cramping that they thought was related to the constipation. No further complications were reported.